Manufacturer narrative:
Replacement 19 inch monitor shipped to site 02/19/2016. Medtronic investigation of suspect 19 inch monitor, returned on 03/15/2016, finds that when the monitor ran for 3 hours, the reported issues could not be duplicated. No fault found - device found to be fully functional. Return requested. Replacement transformer shipped to site 02/19/2016. Medtronic investigation of suspect transformer, returned on 02/29/2016, finds that this unit is fully functional. All outputs good under load. Toroid is secure. No fault found. 02/22/2016 a medtronic representative performed a navigation system check-out: software and instruments areas passed. Hardware test failed. Surgeon monitor intermittently lost power while system was powered on. Replacement component resolved the issue. System performed as intended. - no parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system monitor flashed back and forth between a black screen and the software. It would flash to black screen for 3 seconds before the software re-appeared. This occurred at the end of the procedure while the surgeon was not navigating. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.